Event description:
Baxter multiday infusor delivery system used for one day infusion of adriamycin in error. After one day only partial dose had infused. Contacted md - changed order - infused balance of dose over shortened time interval. Problem is both infusors are packaged almost identically in color, shape, and size. Md order should have been fulfilled with baxter single day infusor-reference # 2c1071kj. This would have allowed the infusion to have been completed in the required 24 hr period as ordered. Problem noted that both infusors are packed almost identically and this was determined to have been major cause of error in question. Current packages are almost identical. Previously these two products were packaged significantly differently so as to allow the pharmacist to readily distinguish the two different products by sight as well as labeling. Baxter changed the packaging of these products and now they appear identical except upon very close scrutiny.